Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens would not sit properly when being implanted in the patient¿s left eye. Reportedly, the physician enlarged the incision in an attempt to properly place the lens, but was unsuccessful. Upon lens removal, the haptic was noted to be kinked. A different type of lens (pmma iol) was implanted successfully to complete the case. No other information was available.

Manufacturer narrative:
The device was not returned to bausch and lomb; therefore, a product evaluation could not be performed. The lot number is unknown; therefore, a device history records (DHR) review could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.